Manufacturer narrative:
A4 is unknown. The root cause of the optical sensor issue was due to eeprom corruption.

Event description:
It was reported that a ¿placement signal not reliable¿ alarm occurred during setup of an impella cp. No patient harm was reported.